Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 187 mg/dl. The device will be return for analysis.